Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The customer reported the background failed startup on multiple parameters (white blood cell, hemoglobin, platelet, differential, reticulocyte, and nucleated red blood cell). While bleaching the apertures, the customer identified 30 - 40 ml of clear blue fluid in the catch tray below the blood sampling valve (bsv). The leak was contained within the instrument. The customer also reported a h&h (hemoglobin & hematocrit) check failed for a patient sample. The sample was rerun on another unicel dxh 800 coulter cellular analysis system. Erroneous test results were not reported out of the laboratory. The operators were wearing personal protective equipment of gloves and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the bsv (blood sampling valve) knob was very loose and cleaner leaked from the bsv and was contained to the tray below it. The fse tightened the bsv knob to resolve this issue. (B)(4).